Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost 5 months after two dental implants were installed in intraoral regions #4 and #3, their non- osseointegration was observed. The patient presented insufficient bone quality/ quantity (bone type iii), fenestration occurred and bone graft was executed.